Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert for non-sustained lead noise. Electrograms indicated lead noise, which caused several instances of pacing inhibition. It was noted that the r-wave amplitude has been decreasing, and the capture threshold and pacing lead impedance have been increasing over time. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.